Event description:
It was reported that the patient presented with under-sensing episodes on the pacemaker. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.